Manufacturer narrative:
(B)(4). The complaint device was returned in an opened and used condition along with a separate, long, entangled plastic filament. Our examination and investigation confirmed that a filament had frayed from the interior lining of the sheath. At this time, it is difficult to determine with certainty why this failure mode occurred. We are continuing our monitoring of similar complaints.

Event description:
The (B)(6) old male pt underwent the subclavian artery dilation. The flexor shuttle tibial guiding sheath was inserted from the right femoral artery. The physician removed another manufacturer's stent from its balloon catheter and mounted the stent on a cook advance balloon catheter, inserting it into the sheath. Resistance was met, but the physician completed insertion and placed another manufacturer's stent at the stenosis site. When the physician removed the balloon catheter out of the sheath after the stent placement, some foreign objects came out from the hub of the sheath. The physician performed aog from the left femoral artery and confirmed there is no problem. The physician then suctioned inside of the sheath and removed it as it was negative pressure. No health hazard occurred to the pt.